Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that messages were stuck with cce xml time showing as null. A technical support specialist restarted all main and net services, discovered the external inbound processors service was stopped, and restarted it. After rerunning the query, they confirmed the messages processed successfully, and the cce xml time displayed correctly. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue in which the user was not able to see new patients on pyxis machines and unable to pull new orders. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.